Manufacturer narrative:
Analysis summary: the evercross dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The evercross was received with the balloon chamber in a post inflated profile, (e.g. Not tightly wrapped or winged). Sanguine residue was noted on the exterior and balloon chamber interior. A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip. A 0.035 guidewire was loaded with ease through the distal tip and was able to navigate the full length of the catheter. A partially water filled 10cc syringe was attached to the inflation lumen luer lock of the y-manifold. A vacuum was pulled but could not be maintained. This indicates communication between the inflation lumen and the environment, (e.g. Leak). A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold and the balloon chamber was partially filled. Water was observed leaking from the proximal end of the balloon chamber. Upon closer examination using magnification a longitudinal tear in the balloon chamber was located. The distal end of the longitudinal tear is approximately 40mm distal of the balloon's proximal bond.

Event description:
Physician attempted to post-dilate a stent at the left proximal and mid superficial femoral artery using an evercross balloon. Target lesion type was calcified and plaque. Lesion had no tortuosity, severe calcification and chronic total occlusion. Artery diameter was 7 mm and lesion length was 350 mm. A 7f, 45 cm (destination) sheath and 0.018 (stealcore wire) were used. No embolic protection was used. No issues noted prior to use. IFU was followed. No resistance encountered when attempting to advance balloon. An inflation device and saline/contrast were used to inflate balloon. Distal portion of stent was post-dilated successfully. It was reported that the balloon burst on second inflation to 3 atm at proximal portion of stent. Balloon was not inflated above rbp in either inflation. Another balloon was used to complete the procedure. No patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.